Event description:
The customer reported leaking from the o-rings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.